Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were waking up 4 to 5 times during the night. The patient stated daytime was not bad but night time was really bad. The patient stated they increased settings about a week ago. The patient stated maybe noticing it more in the last few days. The agent reviewed how to change programs. The patient was on program 3 and when increasing was feeling stimulation at the implant site. The patient changed to program 4 and was feeling stim more in the vaginal area. The patient will maintain stimulation level and will continue to track symptoms. They were redirected to their doctor if the issue persisted. The patient stated they had an appointment with the doctor next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that patient called back reporting the same issue. Patient said that they found the right program for them, but they needed to increase the therapy. Agent reviewed and guide patent to connect to their therapy. Patient connected to their therapy and increased their stimulator to a comfortable feeling. Patient would monitor symptoms. Patient would call back if need assistance again. Additional information was received on 2026-may-12. Patient called in because they needed to increase the amplitude because they were still urinating frequently. Reviewed how to increase stim. Patient was able to increase stim to a comfortable level. Patient said since they got the device the symptom relief has not been consistent. Patient said they have called patient services about 7 times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. Patient called in because they needed to increase the amplitude because they were still urinating frequently. Reviewed how to increase stim. Patient was able to increase stim to a comfortable level. The patient said since they got the device the symptom relief has not been consistent. The patient said they have called patient services about 7 times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-19 additional information was received from the patient. The patient called back reporting the same issue. The patient said that they needed help. The patient said they were having a disappointing experience. The patient said that in the beginning it was better but now it felt like they never had the surgery. The patient said they were urinating a lot. The agent assisted the patient to increase their stimulation but they said they felt the sensation on their scar. The patient increased it again and confirmed they could feel the sensation on the bicycle seat. The agent reviewed therapy guidelines and redirected the patient to their doctor. The patient called back on (B)(6) 2026 in regards to the same issue previously reported. The caller stated that they were still having frequent urination and needed assistance making adjustments. The agent walked the caller through the steps of changing the programs. The caller stated that they selected program 5 and adjusted to a comfortable level. The caller will monitor symptoms and make adjustments as needed.